Manufacturer narrative:
Device eval/analysis: the device was returned to firm with moisture on both sides of media. It is expected to find evidence of moisture on pt side, but not on machine (ventilator) side. Moisture on machine side has potential to provided increaded trans-device resistance. There is no reason to believe the device malfunctioned, as it was operational for one (1) hour before incident. Pt's symptoms were transient.

Event description:
It was reported that a pt being ventilated was struggling for air. The device was removed and replaced with another. No effects on the pt were reported.